Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes ktt. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was reportedly a fifteen minute delay in the procedure.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon performed an external skeletal fixation for an open fracture of the proximal tibia on (B)(6) 2014. The sleeve and the seldrill became stuck together and it was not possible to unfix when the surgeon tried to insert the seldrill into the femur, because the soft tissue or bone fragment gained entrance into the inside of sleeve. No reported patient harm or surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the investigation of the complained self-drill-schanz screw shows that there are scratches visible at the surface. We do not receive the drill sleeve for investigation. The contact came from soft tissue and/or bone fragment between sleeve and self-drill-schanz screw, as written and complained in the device report. The article was manufactured in the year 2010. No complaint related issues for this article and lot number were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.